Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic coronary procedure was completed by re-stepping the footswitch. The philips field service engineer (fse) inspected the system onsite and performed the functional testing for the wired footswitch. However, fse could not duplicate the reported issue, and the system was found to be in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by re-stepping the footswitch. Additionally, the system was working intended and the reported issue cannot be duplicated by the philips engineer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.